Event description:
According to the reporter, during exploratory laparotomy with right hemicolectomy, a device was used but the staples did not deploy while being used in anastomosis of colon. A new device was opened and used in order to complete the case. Patient has no injury.

Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted during analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during exploratory laparotomy with right hemicolectomy, first device was used but the staples did not deploy while being used in anastomosis of colon. They opened another device but the knife blade was exposed and pusher bar was locked that was not able to be advanced nor pulled back. New device opened and used in order to complete the case. Patient was alive with no injury.